Manufacturer narrative:
(B)(4). Event evaluation: this historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. A review of complaint history, device history record, documentation, drawings, manufacturing instructions, quality control, specifications and a visual inspection of the returned device were conducted during the investigation. One universa firm ureteral stent set (stent only) was returned for investigation. Examination of the returned device observed: a severe kink at the base of the coil on the proximal end. The device does have the appearance of possibly being knotted and released by the apparent kink. The base of the distal coil appeared flattened slightly. The product in this case, a (B)(4) multi-length ureteral stent, is manufactured in accordance with manufacturing instructions and inspected according to quality control specification. The appropriate manufacturing controls are in place assuring functionality and device integrity prior to shipment. Lot record for the device, lot number: 5757530, was reviewed. No issues relating to product quality that may have contributed to this failure mode were observed. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." Based on the provided information a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
A cystoscopy, retrograde pyelogram, ureteroscopy, stone removal, stent exchange procedure was being performed on the (B)(6) year old male patient. A knot was visualized at the proximal end of the stent in kidney via ureteroscopy. The knot was able to be straightened out and guided out using the ureteroscope. The procedure was completed without further incident. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.